Event description:
During (B)(4) surgery, the surgeon used the cross connector. The screw was not able to be turned when the surgeon tried to lock the screw of cross connector. Therefore, the surgeon changed the connector to another same size cross connector. Although the distance between rods was 26mm to 30mm, the surgeon tried to use 24-mm cross connector.

Manufacturer narrative:
Method: visual inspection, functional inspection. Results: the device shows no obvious signs of damage besides marks on the connector body where it was held by an instrument. The device was functionally tested and found to be fully functional. Conclusion: product is functional and the reported event could not be confirmed.